Manufacturer narrative:
(B)(4). Investigation results: one flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the fiber was kinked. There was no damage to the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the kink was bright, clear and scattered. Since the fiber was kinked, effective transmission could not be measured. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was opened for use for a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 60 watt console. According to the complainant, during preparation and outside the patient, the connector of the laser fiber did not fit into the laser unit. The procedure was completed with another flexiva 365 laser fiber. There were no reported patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was kinked.